Event description:
It was reported that during the insertion procedure, the spring wire guide separated during attempted removal from the pt. Interventional radiology was required to remove the separated portion of the wire guide. There were no pt complications.